Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. Full event site name: (B)(6) hospital. A getinge service territory manager was dispatched to evaluate this unit and was able to reproduce the reported issue. The stm reported that the batteries were not charging and current batteries have been depleted to a point of not able to recharge. Upon further inspection of the unit the stm found the console not making full contact with the cart not allowing the batteries to charge. To fix the issue, the stm re-seated the console and replaced the batteries. The stm then performed functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries will not charge. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.